Event description:
Purchased a kn95 mask from a (B)(6) vending machine at an airport. I believe these are unqualified as the strap broke and I opened it up, and it failed all testing inspections. I understand that the FDA has a specific eua list for allowable acceptable kn95 masks and these are not on it, they should be removed immediately. Especially since I (B)(6) and saw that (B)(6) has these vending machines across the nation; (B)(6). (B)(6). FDA safety report ID # (B)(4).